Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: information unknown/not provided. Section d6a: if implanted; give date: the intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a (not applicable). The intraocular lens was inserted and removed during the same procedure. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded multifocal intraocular lens (iol) had a use error. Through follow up, it was learned that there was a malignant glaucoma during the procedure. During insertion, the intraocular lens rotated due to severe pain, pressure, and squeezing of the eye, which caused damage to the optic (a cut in the optic). The lens was subsequently explanted and replaced with a new intraocular lens, model toric eyhance diu450+21.0, serial number (B)(6). A malyugin ring was utilized during the procedure, and the malignant glaucoma was observed. Due to limited space in the anterior chamber, the patient is scheduled for a clinic evaluation the following day, with the possibility of referral to a retina specialist if necessary. Alternatively, the patient may be rebooked for a preserflo procedure in a separate session. No additional information was provided.

Manufacturer narrative:
Corrected data: upon further review, it was noted that health effect - clinical code 4878 for choroidal effusion was inadvertently included in the initial report. Therefore, this supplemental filing is to correct the code as the correct code was captured in the initial MDR in section h6: health effect - clinical code 1845. The following section has been updated accordingly: 4878 - choroidal effusion is no longer applicable. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.